Event description:
It was reported that a pacemaker-dependent patient presented via a merlin.net transmission for nonsustained lead noise episodes. The episodes were determined to be caused by oversensing of myopotentials, which in turn led to inhibition of pacing, resulting in the patient becoming symptomatic. No further information is available.

Manufacturer narrative:
(B)(6).